Event description:
It was reported that customer did not see drops of insulin at end of tubing during fill step and also experienced nonworking pump button, with blood glucose reported only as reading high on meter. Customer gave correction injection using multiple daily injections, was instructed to continue filling tubing and to disconnect tubing at connection point to attempt to see insulin flow, and was ultimately advised to use multiple daily injections as backup therapy while tandem technical support arranged escalated troubleshooting and sent replacement pump.